Event description:
It was reported that the placement of the catheter was conducted at catheterization room in the afternoon of (B)(6) 2020. Postoperative PICC maintenance and dressing changes were carried out on december 25, january 1 and january 8. On january 12, the patient was discharged from hospital. No PICC dressing changes were done during the patient¿s stay at home. At 9:40, (B)(6) 2021, the patient walked to hospital and at 9:50, he complained about discomfort in the insertion site (left upper limb). An inspection showed that the catheter ruptured at the 33 cm scale, and the positive pressure connector was located beneath the dressing while the stump of the catheter was exposed outside of the dressing. The edges of the dressing were crimped and the signs of securement with tape were seen. The date when the dressing was changed was january 8. A small amount of old blood scab was seen on the insertion site of the skin, no refresh blood was noted, or no catheter stump was found under the clothing of the patient. Ultrasound of the blood vessel and the interventional procedure were performed at the hospital, showing no ruptured catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A photo of a proximal section of a s/l groshong catheter was returned for evaluation. The catheter was assembled with the two-piece connector on the proximal end. The distal end of the catheter, containing the groshong valve, was missing from the sample. It appeared that there was a complete circumferential split/break in the catheter. The location of the break could not be determined from the photo as the depth markings in the photo were not visible and clear. An x-ray consisting of the patient¿s chest, one upper arm, and part of the neck was also returned for evaluation. The image was forwarded to a radiologist consultant for further review. As per the radiologist¿s review, no PICC or PICC fragment was visible in the radiograph. However, the radiograph was suboptimal, there could be a fragment overlaying the heart which would not be seen in this image. The evaluation was conducted on a photo and not the physical sample. Therefore, microscopic examination, functional testing, tensile examination, and dimensional analysis could not be completed. Possible contributing factors for a catheter break could include sharp instrument damage, material fatigue, over-pressurization, and tensile (pulling) damage. Although a break in the catheter could be confirmed, the root cause of the damage could not be determined. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the placement of the catheter was conducted at catheterization room in the afternoon of (B)(6) 2020. Postoperative PICC maintenance and dressing changes were carried out on (B)(6) 2020, (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the patient was discharged from hospital. No PICC dressing changes were done during the patient¿s stay at home. At 9:40, (B)(6) 2021, the patient walked to hospital and at 9:50, he complained about discomfort in the insertion site (left upper limb). An inspection showed that the catheter ruptured at the 33 cm scale, and the positive pressure connector was located beneath the dressing while the stump of the catheter was exposed outside of the dressing. The edges of the dressing were crimped and the signs of securement with tape were seen. The date when the dressing was changed was (B)(6) 2021. A small amount of old blood scab was seen on the insertion site of the skin, no refresh blood was noted, or no catheter stump was found under the clothing of the patient. Ultrasound of the blood vessel and the interventional procedure were performed at the hospital, showing no ruptured catheter.